Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e1 (event site address). The fse replaced the broken optical sensor (0012-00-1562) and performed functional and safety test. All test passed. The failure analysis and testing department received the following part associated with this complaint: pn: 0012-00-1562 rev d, sn: (B)(6). Fo sensor extension this part was received with a reported unit failure message of ¿connector broken.¿ the failure analysis and testing department performed a visual inspection, and the part was found broken connector. Please see attached picture. The fat dept, verified the failure message of ¿connector broken.¿ retaining this part in the fat dept. Per procedure 0002-07-d008. Root cause 1 (rc1): the fiber optic adapter connector (item 14) of the 0012-00-1562 cable assembly, fo sensor extension is not robust enough to consistently withstand large and/or repeatable force/impact that the connector may be subjected to over the course of continued use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during routine check the cardiosave intra-aortic balloon pump (iabp) had optical sensor connection broken. There was no patient involvement.